Manufacturer narrative:
Concomitant products: 5054-58 lead, implanted: (B)(6) 2000; 419478 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient experienced a syncopal episode. Intermittent far field r-wave (ffrw) oversensing was exhibited on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.